Manufacturer narrative:
At this time, the device remains in service. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that the previous device was replaced for being at the end of its life. This device was successfully placed. The physician also mentioned to boston scientific technical services (ts) that the patient was going back for an additional procedure, however they did not clarify if this was device related. No adverse patient effects were reported.